Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the subject pacemaker was found in standby mode. The device was re-initialized and a new interrogation was performed. The pacemaker could be correctly reprogrammed and leads tests did not revealed any anomaly. It was indicated that a new 5g antenna has been built close to the patient's house.

Manufacturer narrative:
Preliminary analysis confirmed the reported issue: the subject pacemaker switched to standby mode on (B)(6)2019 at 11:45 (programmer time). Furthermore, the device was successfully reinitialized and its memory will be available during the next follow-up.

Event description:
Reportedly, during a follow-up performed on (B)(6)2019, the subject pacemaker was found in standby mode. The device was re-initialized and a new interrogation was performed. The pacemaker could be correctly reprogrammed and leads tests did not revealed any anomaly. It was indicated that a new 5g antenna has been built close to the patient's house.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2019, the subject pacemaker was found in standby mode. The device was re-initialized and a new interrogation was performed. The pacemaker could be correctly reprogrammed and leads tests did not revealed any anomaly. It was indicated that a new 5g antenna has been built close to the patient's house.